Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified an extended opening on anterior the and the device was underweight. A visual and microscopic analysis was performed which identified a sharp opening on posterior. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reports left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product and patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports left side rupture. Device has been explanted.